Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 6 months due to restricted leaflets resulting in severe symptomatic mitral stenosis, increased gradient, and mild insufficiency. The patient presented with shortness of breath with very minimal exertion. A successful tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well with no immediate complications. The patient was transferred to the recovery area in stable condition.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including ckd. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.